Event description:
A non healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced out of focus, cloudy, and blurry vision. The patient also stated: I had company multi focals in both eyes. It had been nearly 4 years since the procedure, and I absolutely did not like the way I saw. I reported that I could not drive at night due to extreme dysphotopsias (glare/halos/starbursts), and daytime driving was challenging. I struggled to see the computer monitor, tv, and most activities. I could no longer see outdoor texture (i.e., leaves on trees), and sunny days were the worst. My vision was always out of focus, cloudy, blurry, and smeared. I reported that the surgeon ignored my concerns and labeled me a complaining patient. I had zero confidence in them. These intraocular lenses (iols) came with a whole suite of problems that many people were affected by. I was 50 years old at the time of the surgery and felt like I went from 50 to 80 years old overnight. It added new layers of difficulty to my life and had been a complete nightmare ever since. The surgeon oversold and underdelivered these lenses and did not disclose the unwanted side effects. Reported symptoms included: extreme and debilitating dysphotopsia (inability to drive at night; daytime driving challenging); vision always out of focus, blurry, hazy/cloudy; severe dry eye; significant floaters in both eyes, so dense that I could not see through them and struggled to see normally every day. Cataract surgery had a negative impact on my life. The eye care provider reportedly ignored me for approximately one year after the surgery, then adopted a more responsive approach after I pressed the issue with formal complaints. The surgeon was adamantly against a lens exchange, stated that yttrium aluminum garnet (yag) would not help, advised me to consider wearing hard contacts, and recommended and performed a lasik procedure, which had little to no effect and likely worsened my vision. Nearly 4 years later, they offered a lens exchange to a monofocal iol and stated that I would need to pay for it. I reported that this was a lower capability lens than what was initially provided, would result in lower quality vision than what I already paid for, and would make me fully dependent on glasses for the rest of my life. A glasses prescription was written about a year after the procedure to determine if lasik would help. Glasses provided good vision, but lasik failed to meet the same level of vision. Subsequent use of glasses had very little effect. There are two medical reports associated with this patient. This file belongs to left eye. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.